Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the 9600 system would display a saturation fault error message and then the system would shut down. No pt injury was reported.